Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the perfusionist described the partial pressure of oxygen (po2) level as low. The perfusionist attempted to increase the fraction of inspired oxygen (fio2), but the po2 levels were still low. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information has become available. (B)(4).